Manufacturer narrative:
The technician found the head section did not function manually, the battery led was illuminated on both siderails and there were no codes or errors present. The technician replaced both the CPR valve assembly and the head cylinder assembly to repair the bed.

Event description:
Information received indicates the bed's head section will not rise.